Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user mentioned same drawer continued to fail repeatedly, occurred almost every day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 1.1 was showing errors with cubies b1, c1, and d4. A field service engineer (fse) replaced drawer controller board and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.